Event description:
It was reported that the patient's right ventricular lead was noted to exhibited high capture threshold and a drop in sensing amplitude. X-ray was performed and revealed that the lead had perforated the pericardium. The patient went into toursades and required throracic intervention. The lead was then explanted. The patient was stable.